Event description:
In 2008, the sales rep reported that during inspection of the kit, it was noticed that the screw was missing out of one of the long sliders of the harmony retractor and the slider will not hold the blade. The event was not associated with pt contact.

Manufacturer narrative:
Request has been made to obtain the product. Eval is pending upon the return of the product.